Event description:
It was reported that in the sterile processing department of the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that in the sterile processing department of the user facility the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact. The device was repaired and returned to the manufacturer loaner pool.